Event description:
It was reported that "staples drop out." There device was replaced. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).